Event description:
Reported 1 false positive sars result for one patient. Unknown if patient was symptomatic or asymptomatic. No confirmatory testing was performed. Nasal swabs were used for nasopharyngeal sample collection

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retain testing; unable to determine. Source: phone.